Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Internal perforation is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A day after the peg replacement, the patient reported severe abdominal pain and vomiting and went to the emergency room and was diagnosed with a duodenal perforation and underwent surgery and received intravenous antibiotic treatment. The patient has been reconnected to duodopa and has recovered. Device is still in use.